Manufacturer narrative:
Date of incident is estimated on manufacture's awarness date of incident which is 2026-04-03. The information received by manufacturer that made this complaint reportable is 2026-04-30.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the electrolyte measurements (sodium cna+) from the abl90 flex analyzer (serial number: (B)(6) are different from the measurements obtained from another instrument on the same samples.